Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose was 105 mg/dl. Customer was not able to clear alarm at the time of report. Multiple follow up attempts were made to confirm if alarm was able to be cleared; however, the customer did not respond.